Event description:
Boston scientific received information that the right atrial lead was explanted due to undersensing. No specific measurements were provided and no adverse pt effects were reported. A new lead was successfully implanted.